Event description:
It was reported that 7 years and 5 months post implantation the patient underwent a revision procedure due to unknown reasons. The femoral head and stem were both revised. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801803203 item name femoral head sterile product do not resterilize 12/14. Taper lot # 63377762. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports 0002648920 - 2024 - 00085. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure 7 years and 5 months post implantation due to peri-prosthetic fracture of the femur post trauma. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6 proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was reported the patient fell and fractured their femur, however as the reason for the fall is unknown, a definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.